Event description:
PICC was leaking internally. It was inserted on (B)(6), 2010 and removed on (B)(6), 2010.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed no other similar product complaint file(s) from this lot.